Event description:
In 2003. The circulator stated they saw the or light flicker, flame and smoke. They immediately turned off switch and notified or desk of fire. Or personnel responded immediately. Reporter was called to consult the issue. Reporter removed the lamp holder and found inner wires burnt. Berchtold co. Notified immediately. They came early that evening to correct situation.